Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. A photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire. It was noted that the battery had abnormal high temperature. Customer suspected it was battery issue. Changed to new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # u5d31g. Additional information: upon visual inspection of one photo, the following was observed: the photo shows an echelon flex device from top view with no reload loaded and a battery attached. Also, no anomalies could be observed. Based on the photo alone the event describe cannot be confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Date sent: 01/21/2021. D4: batch # u5d31g. H6: component code = others (g07). Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 12 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.